Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced a bacterial infection.